Event description:
It was reported that the tensioning devices would not inflict any tension onto the cable wound the femur during use in the same surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.